Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# (B)(6) product type programmer, patient h3:analysis of the (B)(4) programmer (ptm) (serial number (B)(6) revealed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97740, serial: (B)(6), product type: 0201-programmer patient b3: event date is year valid.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient mentioned they had not used their spinal cord stimulator in over a year because they had been getting injections and the injections burned certain nerves in their body. Patient said they would go from a 10 to a 7 on the pain scale by the time they got home and the next day, the pt had no pain. Pt said no pain state would last about 4-5 months post injection. Patient mentioned they were going to the hospital a lot last year for MRI and x rays, and pt kept having to turn implant device off for procedures, so one day last year, the pt just decided to leave the implanted device turned off. Patient then said they just left the scs off and did not need the therapy anymore last year. Pt said they had been rejected from procedures because they had the scs device implanted. Pt decided to get second opinion from different healthcare provider (hcp), and hcp suggested pt start trying to use scs device again. Two days ago, pt changed the batteries in their patient programmer, but the patient programmer did not power on. Pt confirmed batteries were regular alkaline batteries and on the call tried to reset pt programmer and turn on, but pt programmer would not power on. Pt said they had last tried to use their therapy 6-7 months ago and it worked just fine. An email was sent to the repair department to replace the patient programmer.